Event description:
Information received, indicates the bed exit is not alarming when weight is removed from the bed.

Manufacturer narrative:
The technician found the bed exit tape switches are stuck in the closed position. The technician replaced the tape switches to repair the bed.